Event description:
It was reported that the patient presented to the hospital for a routine pulse generator replacement procedure. During the procedure, the physician observed an abrasion on the right ventricular lead. The location of the abrasion was consistent with the point where the lead crossed the edge of the pulse generator. A lead repair kit was used to encapsulate the abrasion on (B)(6) 2026. The patient remained in stable condition throughout the procedure.